Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 500 mg/dl and low blood glucose value was 40 mg/dl. The customer stated that the insulin pump giving too much insulin or not. The customer also stated that the insulin pump was already broken. The customer declined troubleshooting. The device will not be returned for analysis.